Event description:
During verification testing at the service center, it was noted that a blade and the ground prong of the ac power cord were bent.

Manufacturer narrative:
During testing, a blade and the ground prong of the ac power cord plug were found to be bent. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.